Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 195 mg/dl. The customer connected the pump to a power source to charge and the pump turned on. Reportedly, the customer resumed insulin therapy.